Event description:
It was reported that this patient received a full revision due to high impedance and the devices were discarded after surgery. No other relevant information has been received to date.

Event description:
It was reported that high impedance (>=10,000 ohms) was found on this patient's device after a system diagnostic test was run, and the patient has been referred for surgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.